Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Per the package insert, damage of the patella or surrounding tissues is listed as a known potential adverse effect. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see reports: 0002648920 - 2017 - 00763. (B)(4). Concomitant medical products: 00597206532 all poly patella size 32 lot 63497929, 00598003701 tibial component stemmed precoat lot 63512044, 00599601401 femoral component option lot 63487853, 00599403010 articular surface with locking screw lot 63520339. Report source- foreign. The event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
The site reported a complication based on patellar tendon rupture. The severity of the complication was described as being moderate and probably device related and the outcome has been tolerated, however, patient needs to walk with a pair of canes. No further information has been made available at this time.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.